Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they interrogated their device last night and it showed that one of the impedances was over 4, 000. The patient said they were instructed to use the clinician application because they were a nurse practioner. The agent reviewed the patient should be using patient app not clinician application. The patient mentioned they fell and had a huge bruise on that side. The patient was redirected to their healthcare provider to further address the issue.